Event description:
Hill-rom received a report from the account stating nurse call was inoperable. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the communication cable was pinched. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.